Manufacturer narrative:
The insulin pump alarmed button error followed by intermittent button response due to corroded keypad traces. Device was received with cracked case at reservoir tube window corners, reservoir tube lip and battery tube threads and minor scratched display window.

Event description:
The customer reported via phone call that the insulin pump alarmed button error and the buttons were not responding. The customer did not recall any significant events leading to the alarm. Blood glucose value was 169 mg/dl. Customer was advised to discontinue the use of the device and revert to a backup plan. The insulin pump was replaced and returned for analysis.